Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported during troubleshooting of an alarm that a fluid leak was observed when removing the liberty cycler cassette from within the cassette the door. The patient was in drain 4 of 4 and had so far drained out 281ml out of expected 2000ml when the cycler messaged with air detected in cassette. The patient was advised to discontinue use of the liberty select and to contact the clinic nurse. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.